Event description:
During an initial implant procedure, the leadless pacemaker (lp) was repositioned due to increased capture threshold. Following repositioning, there was still increased threshold on the lp. The lp was explanted and replaced to resolve the event. The patient was stable.